Manufacturer narrative:
(B)(4). Information was not provided by the contact. \ batch j93455. The device was returned with the upper jaw detached and not returned and the iblade upper tip was slightly lifted. Upon visual inspection no anomalies were found with the electrode as reported in the event description. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the lower electrode of the jaw broke while cutting the tissue in the first case. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.